Manufacturer narrative:
No test methods have been performed (method) as the product performed in accordance to specifications (conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported having a tooth extracted (permanent impairment to a body structure) and the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of irritation and ulcers under the tongue, swollen oral mucosa, tongue and lower lips, lichen planus episode (inflammatory condition of the skin and mucous membrane) and an extraction of tooth # 16 (upper left wisdom tooth). The patient reported visiting an oral surgeon (who extracted tooth 16) to alleviate the reported symptoms. The patient reported being prescribed medrol dosepak (steroid), decadron elixir (steroid) and nystatin (anti-fungal) to alleviate the reported symptoms. The treatment was finished and the patient is no longer wearing an invisalign product. The treating doctor did not consider the event was serious or life threatening to the patient.